Event description:
Customer reported transformer housing has cracked exposing inner electrical circuitry. Nothing else unusual. No sparks or flames (damaged transformer housing - breach present).

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power cord be returned for evaluation. The product was received on (B)(4) 2013. A product evaluation revealed that the transformer housing was cracked open, exposing inner electrical circuitry, which is a safety risk and one prong loose. In the follow up with the customer, she indicated that there was a breach in the transformer housing. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. See scanned page.